Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 17.6 hardware: iphone16.1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn. Treatment information was not provided.

Manufacturer narrative:
The device was received not deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence and delivered a total of 78 pulses. The data shows that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts, also indicating a failure to detent. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod visibly replicated the failure to detent drive stall, the rerun data replicated the drive stall. Inspection of the ratchet gear found several teeth to be damaged. The damaged teeth prevented the hook talon from advancing the gear, resulting in the reported needle mechanism failure. The damaged ratchet gear is confirmed as the root cause of the reported event.